Event description:
It was reported, the patient is deceased and died three days post implant of implantable cardiac defibrillator system. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. (B)(4). Concomitant products: 5076 implantable pacing lead 2012 (B)(6); 6947 implantable tachy lead 2010 (B)(6). The device was not returned to the manufacturer.